Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc contamination in the platelet product reported for this collection. Based on the available information, it is possible though not conclusive, this failure may be donor related. The measured platelet product concentration or yield was not provided. However, historically this site has experienced collections with measured platelet product yields about 20% greater than the targeted platelet yield on average. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3500plts/l before platelet additive solution (pas) addition; therefore, when 20% more is collected, a concentration of about 4200plts/l is achieved. If the platelet concentration is configured greater than 4200plts/l, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason. Thus, when the platelet concentration approaches 4200plts/l before pas addition, wbc contamination risks are increased.